Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report problems with the implantable cardioverter defibrillator (ICD) and passed out. The patient mentions having atrial fibrillation (af) and having ¿fast heart racing¿. The device remains in use. No further patient complications have been reported as a result of this event.